Event description:
It was reported to boston scientific corporation that "the patient implanted with this stent showed a hydronephrosis." Multiple attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. At this time we are unable to determine the relationship between the device and the cause for this event.

Manufacturer narrative:
Analysis of the returned percuflex plus ureteral stent revealed significant calcified deposits on the stent outer diameter. A 0.038" guidewire could not be passed through the stent inner diameter. Based on the analysis, it has been determined that the stent was occluded due to calcified deposits. Catheter occlusion is indicated in the dfu as a potential complication. Therefore, the most probable root cause for this event is determined to be anticipated procedural complication.

Event description:
It was reported to boston scientific corporation that "the patient implanted with this stent showed a hydronephrosis." Multiple attempts to obtain additional information have been unsuccessful.